Manufacturer narrative:
Concomitant products: product ID: 3998, lot# va0mffn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that the reason nothing had been for them right now was that they had cardiac stents put in last (B)(6) 2015 and the cardiologist did not want to stop the plavix until they had been on it for a year. The patient stated that they had great coverage until a lead moved. The patient was told that the lead had migrated by their doctor and would need repositioning. It was not known how it moved. The neurosurgeon would not do surgery until they can be off the plavix for 7 days. The patient would not turn the stimulation on until they can repair the lead issue. It was also reported that the patient had intermittent pressure in the chest from the stimulation. The patient indicated that when the stimulation was on and they were laying back or leaning back they would have the pressure in the chest and thought it was their heart. It felt like a heavy pressure like their chest has swollen. The patient had to go to the hospital 3 times for the issue and each time the stimulation was on. The stimulation was turned off for testing and, after a while, the pressure would gradually leave and the patient felt normal. They were not able to use the stimulation because of the pressure. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient reported that no steps had been taken as of yet. The patient was to wait to see the surgeon and hoped the stimulator can go back to the way it was. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they smelled burning coming from the inside of their body and they thought it was from the device. The patient also had a loss of therapy and a return of symptoms. They could not feel stimulation until they lied down and then they would feel it strongly out of nowhere and it was very strong. The patient was experiencing shocking and surging when lying down. There were no falls or trauma associated with this event. The patient's device was enabled with adaptive stimulation. The stimulation was painful and made their rectum hurt. Their rectum felt like it was on fire and felt like it was burning. Since the second reprogramming session the patient felt like their device would turn on and off on its own. The patient had been seen for reprogramming regarding the burning from inside of their body and after this reprogramming the stimulation was no longer in their low back and left leg. They were only feeling stimulation in the right leg and rectum which was noted to be the wrong location. Due to this change in stimulation location the patient no longer had pain coverage. The indication for use for the implanted device was noted as spinal pain. Follow up information received from the manufacturer's representative on (B)(6) 2016 confirmed that that patient told them that they "smelled something burning" all the time. The cause of the smell was unable to be determined. If additional information is received, a follow-up report will be sent.